Event description:
It was reported to boston scientific corporation in 2008, that a hydratome rx device was used during an endoscopic retrograde choledochopancreatography (ercp) procedure performed on the same day. According to the complainant, "the tip of the [sphinctero]tome was pointing to right of or to the pancreatic duct, poor orientation during the procedure." The procedure was completed with a "cook dash tome" device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Visual examination of the returned device confirmed that the orientation was incorrect, however, the orientation could be adjusted to be within product specification by rotating the device handle. Further visual examination revealed that the working length of the device was twisted. The cause of the damage could not be determined.